Event description:
It was reported by service report that the bed lift was stuck in a high height position, and unable to be lowered. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: malfunctioning cpu board.